Event description:
It was reported that this 65 y/o female patient's left knee was revised due to the recall. Surgeon revised the femur, poly and stem. Patient was last known to be in stable condition following the event. No x-rays or photos provided, unable to obtain. No product return; no reason provided.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): femoral component, stem.

Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were corrected: b2 d4: model number d10: concomitant devices: 02-010-01-0230 - logic femoral ps cem left sz 3 (B)(6). 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t (B)(6). 200-02-32 - three peg patella 32mm (B)(6). 204-34-02 - fluted stem extension 25l x 14 mm (B)(6). 204-70-00 - tibial stem ext. Screw (B)(6). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.